Event description:
On (B)(6) 2021, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. After a trunk-ipsilateral leg endoprosthesis was deployed, a contralateral leg endoprosthesis ((B)(4)) was implanted as extension of the ipsilateral leg (left limb). A contralateral leg endoprosthesis ((B)(4)) was implanted in the contralateral leg (the right limb). Then, when another contralateral leg endoprosthesis ((B)(4)) was implanted distally to extend the (B)(4), the physician mistook the bell bottom marker for the distal marker, and the (B)(4) was deployed partially inside the sheath. The physician decided to push the stent graft of (B)(4) using the dilator of the sheath. The stent graft was pushed up about 4cm, but it covered the right internal iliac artery. A contralateral leg endoprosthesis ((B)(4)) was implanted to reline between the (B)(4) and the (B)(4). A stent (luminax) was implanted in inside of the (B)(4) to the right external iliac artery. The patient tolerated the procedure.